Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
The returned tibial insert shows damage/deformation, likely from contact with third-body particulate (bone cement, bone chips, etc.), was observed on the articular surface; burnishing indicative of articulation with the femoral component was also observed on the surface. Damage and burnishing was also observed on the backside surface of the insert. Deformation was observed on the posterior lock detail indicating that the insert was likely not fully engaged during the full duration of service. Burnishing/deformation were also observed on the anterior lock detail; these features were likely caused by a contact with the anterior-superior edge of the lock detail of the tray. Features observed were consistent with the insert not be fully engaged during the duration of service. Whether the liner became dissociated during service or was fully not locked at the time of implantation could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).